Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had stimulation therapy for chronic pain. The patient's device had not functioned in two plus years "once again". No symptoms or further complications reported.